Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2it was reported while using bd vacutainer® one use holder, there is a spring/rebound effect at the connection point between the needle and holder. No adverse impact was reported regarding the patient or user.